Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was now stable. The physician wanted to have the patient at the hospital as inpatient when they wanted to change the concentration. The physician was not sure about the dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (3 mg/ml at 466 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included cerebral palsy (cp). It was reported a pump was reported as dysfunctional by the hcp. The event date was (B)(6) 2020. The hcp reported the patient suddenly experienced overdose symptoms with a normal dose. The patient also experienced high spasticity. After the high spasticity, they did a bolus to see some results of relaxation. The representative recommended to go down in concentration to 2000 mcg/ml. The issue was not resolved. The patient status was alive - no injury. It was indicated there was no fall or other issues that could have been contributing factors. Further complications were not reported. Additional information was received. It was indicated the patient was in a state with both underdose and overdose symptoms. A contrast test had been done but there were no visual results. No motor stall was seen. No discrepancies in the actual versus expected volumes had been observed at recent refills. No additional actions had been taken or were planned to be taken. The patient was back to normal.